Event description:
While injecting the vocal fold of a patient using the injection needle. There were metal particulates from the needle were left in the patient and were visible (like shards of metal). Additional surgical dissection was required to remove the particulate.

Manufacturer narrative:
The product is not to be returned for evaluation, since the customer is reluctant to release the samples. Should further information become available, a follow up MDR will be filed. Pictures were requested, and the site provided a video which shows particulates which appear to be metal.